Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device was coded only for formal reasons. Injection into the chin is no approved indication for radiesse (+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us nurse and concerns a patient. The patient was injected with a total of 0.1 ml radiesse (+), into the chin (off label use of device). Radiesse (+) was injected with a needle down to the periosteum. The lot number for radiesse (+) was not reported. After the radiesse (+) injection, the patient experienced a vascular occlusion in the labial mental artery. The outcome of the event was unknown.